Manufacturer narrative:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The site reported that a light adjustable lens (lal sn (B)(6), +13.0d) was explanted and replaced with another lal. Prior to the explant on (B)(6)2023, the patient's uncorrected visual acuity (ucva) was 20/200, manifest refraction (mr) was +1.00 +0.50 x155, and best corrected visual acuity (bcva) was 20/30. For the (B)(6) 2023 visit, there may have been a corneal abrasion caused by a tree branch hitting the patient's eye. The patient has a history of lasik, dry eye syndrome (des), posterior vitreous detachment (pvd), and irregular astigmatism in both eyes (ou). Manufacturer reference #: (B)(4).

Event description:
The site reported that a bilaterally implanted patient had her left eye (os) light adjustable lens (lal sn (B)(6), +13.0d) explanted due to patient dissatisfaction. The explanted lal was replaced with another lal. Rxsight's first awareness of this event was on 05/31/2023. Reference MDR 3012712027-2023-00058 for the report on the right eye (od).